Event description:
It was reported that while stimulation was turned on, the pt experienced no stimulation sensation following a revision today which added an adaptor and replaced the implantable neurostimulator (ins). Impedances read >4000 ohms with 0.431ma. The device was set up with a 1x4 configuration and all the pairs were between 4964 and 13,244 ohms. It was noted that impedances were not done intraoperatively, but were done with old system. Some of the values were high at that time, but no exact values were available. It was also noted that the pt had good stimulation prior to previous ins battery dying. There was nothing remarkable about the procedure and connections into adaptor and ins went smoothly. It was noted that the pt had an underlying situation where they weren't able to change out lead if they would have needed to, which was why no further investigation of the previously noted high impedance was done going into procedure.

Manufacturer narrative:
(B) (4).